Manufacturer narrative:
Mfg site eval: eval on-going.

Event description:
Country of complaint: (B)(6). The suture detaches from the needle when they try to take it out from the package. This is very serious on this particular code since it is used for valve replacement.